Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient and device information. Further information was requested but not received.

Event description:
Related manufacturer report number: 1627487-2022-04842. It was reported that the patient's ipg was explanted and replace due to becoming inoperable. During the procedure, it was noted that the lead extension was damaged. The same extension was used with the new ipg with no issues.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.